Manufacturer narrative:
Patient information not provide/unknown. (B)(4). Device lot number not provided/unknown.

Event description:
The doctor indicated that the abutment screw (uniht) fractured. The implant remained placed.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined.